Event description:
The customer reported the act diff instrument gave erroneous results on one patient sample without instrument generated flags. Review of data shows wbc, rbc, hgb, hct, mch and plt recovered low, mcv recovered higher, as compared to reference lab results. The customer reran the sample on the analyzer and reported the results to the doctor. The doctor believed that the results were erroneous because the patient appeared healthy. The original sample had been drawn using a finger stick and run within about 5 minutes. The patient was re-drawn using a venipuncture and the blood was sent to a reference lab. The doctor determined that the results from the reference lab were normal and appeared to be accurate. No death, injury or change to patient treatment is associated with this event. The customer indicated they were aware that the instrument may have been in need of repair and stopped using it until service arrived. The field service engineer (fse) found low results generated due to incomplete draining of the wbc bath and removed clot from tubing at vl 15 to resolve issue. He also replaced aspiration syringe due to wear, replaced weak hgb lamp and associated lens. Root cause may be related to the clot the fse removed from tubing at vl15. Per labeling, when all counted parameters are consistently lower than normal. Mcv is normal. Probable cause may be: short sample. Poor bath drain.( leaks or plugs are in drain path, lv14 or lv15 has a problem, plugged check valve is near lv13, waste pump peristaltic pump tubing has a problem.) Or diluted sample.